Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after dinner while using the ilet system, with a documented nadir blood glucose of 54 mg/dl and low glucose duration of about one hour; the user believed the meal announcement was too high for the amount eaten and corrected with oral glucose, with glucose recovering to 72 mg/dl and then 80 mg/dl, and the device provided low glucose alerts. Symptoms included lethargy and hand numbness. Outcomes included self-management without professional intervention, no ems involvement, no assistance required, and recovery at home. Investigation included complaint intake, user interview, event assessment, and troubleshooting and education. Investigation of this case revealed no device malfunction reported and no device component failure identified, with user factor related to meal misestimation considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.